Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) during dwell on the homechoice (hc). The home patient (hp) was connected at the time of the alarm and reported the bag had fallen and disconnected. The technical service representative helped the (B)(6) clear the alarm by powering off and on the hc device. Proper procedures proper procedures per the user manual reviewed with the hp. No patient injury or medical interventions was reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) which occurred during dwell was not confirmed due to a lack of a sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the supply bag disconnecting without falling. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).